Event description:
It was reported that patient had a total knee implanted approximately 4 years ago and knee was performing great but had infection. Surgeon did an I&d and while in, surgeon removed the poly liner and replaced with a new liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.